Event description:
I had essure implanted and immediately started having irregular bleeding that wouldn't stop. Severe pelvic pain that debilitated every day activities, headaches, joint pain, extreme forgetfulness, brain fog, clotting, and several other side effects. (B)(6) 2013, I had my tubes with essure removed due to inflammation and allergy to nickle during a exploratory diagnosis surgery.